Manufacturer narrative:
The customer reported that while using the bsm (bedside monitor), they had rhythm strips of tachycardia that did not alarm. The alarm settings were confirmed set on and limit at 120. The system alarmed "prolonged r-r" when the rhythm broke. The tachycardia was found in full disclosure review only. Trend did not reflect the hr variations. The customer also reported that the pacer sensing is turned on for patients without a pacemaker and that this seems to cause excess or inappropriate alarming. Nihon kohden clinical application specialist answered multiple general monitoring questions including must pacing detection be on, setting alarm limits, and parameter priority and using one mouse for two monitor screens. Also discussed routine rebooting of the cns as well as utilizing the default settings. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that while using the bsm (bedside monitor), they had rhythm strips of tachycardia that did not alarm. The alarm settings were confirmed set on and limit at 120. The system alarmed "prolonged r-r" when the rhythm broke. The tachycardia was found in full disclosure review only. Trend did not reflect the hr variations. The customer also reported that the pacer sensing is turned on for patients without a pacemaker and that this seems to cause excess or inappropriate alarming.